Event description:
It was reported by the sales consultant that: during a c5, c6 anterior cervical fusion, one of the locking clips on the vectra plate bent inward (the lateral screw hole deformed upon screw insertion). After the inward bend of the plate, the clip was unable to engage and lock with the screw head. Therefore, only one screw was put in the body of c5. The surgeon did not want to replace the plate because the remaining three screws, that were already inserted, provided good purchase or hold. The surgeon also opted not to put in the screw that would not lock because he did not want it to later back out into the esophagus. The surgery was not prolonged and there was no adverse effect to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation also could not be completed; no conclusion could be drawn, as no product was received.